Event description:
Baxter mexico reported "minicap is broken." Per baxter mexico, the customer discovered this prior to use, with no pt injury or medical intervention reported to be associated with these incidents.